Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a diagnostic laparatomy procedure, during firing there was a loud pop when discharged. Some of the staples did not fire. The staples near the end of the tip are the only ones that fired. Two reloads were given and it appears that some of them did not fire as well. A second stapler was given and it worked fine to complete the procedure. There was no pt consequence.